Event description:
Three resolute integrity drug-eluting stents were implanted; one in the 2nd diagonal, lcx and 2nd om during the index procedure. Approximately 4 days post index procedure patient suffered cerebrovascular disorder patient was hospitalised for treatment. Approximately 3 months post index procedure patient expired. Cause of death was cardiac death.

Manufacturer narrative:
Cec has adjudicated the previously reported death was not related to the study device.

Manufacturer narrative:
The patient had a history of hypertension, hyperlipidemia, diabetes and previous pci. Index procedure was prompted by stable angina. During the index procedure the 3 rsint stents were implanted in the following vessels, 2 in the cx and the 3rd in the 2nd om. During a staged procedure approx. 1 month later another 4 resolute integrity drug-eluting stents were implanted in the rca. It was assessed that the stroke and cardiac death were not related to the study stents.

Manufacturer narrative:
Evaluation codes, results:inherent risk of procedure ¿ (cva/stroke,death) evaluation codes, conclusions: inherent risk of procedure ¿ (cva/stroke,death) (B)(4).